Event description:
It was reported approximately 8 months post implant that the right atrial (ra) lead is exhibiting p-wave undersensing and oversensing of the r-wave and t-wave as they are strangely strong/large. Additionally, the ra lead and rv lead impedances are showing small variations. It is suspected that the right ventricular (rv) lead is moving against the ra lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. Analysis of the device memory also indicated the impedance trend of the atrial pacing lead was variable and atrial oversensing due to far-field r-waves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately 8 months post implant that the right atrial (ra) lead is exhibiting p-wave undersensing and oversensing of the r-wave and t-wave as they are strangely strong/large. Additionally, the ra lead impedances are showing small variations. It is suspected that the right ventricular (rv) lead is moving against the ra lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  6935m62 lead implant date: (B)(6) 2023 ; dtpb2qq ICD  implant date: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.